Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the device history record (DHR) was performed; no non-conformities were observed during the manufacturing process. Additionally, there were no quality events related to the failure pattern at hand. The observed leak was probably coming from the arterial blood sampling port; however, a defect was not clearly visible in the pictures. Since no sample was available, it is unknown if a defect or crack was present at the port. Based on the available information, a cause for the reported event could not be established.

Event description:
A user facility reported that an xlung kit blood leak occurred approximately five minutes after a patient was started on extracorporeal membrane oxygenation (ECMO) support. The leak was coming from the arterial blood sampling port of the oxygenator. There were no novalung console alarms that occurred in conjunctions with the leak. There were no leaks from the sampling port during priming, and there were no other issues leading up to the event. No visible defects were observed at the leak location. The operator tried tightening the sample port, but it continued to leak. To resolve the issue, they wrapped gauze around the end of the sampling port and the treatment was continued with the kit. Due to the events, the patient experienced approximately 50 ml of blood loss. The blood loss did not result in any serious patient injury or harm, and no medical intervention was required. The sample was not available to be returned for evaluation. A photo of the leak was provided for review.

Event description:
A user facility reported that an xlung kit blood leak occurred approximately five minutes after a patient was started on extracorporeal membrane oxygenation (ECMO) support. The leak was coming from the arterial blood sampling port of the oxygenator. There were no novalung console alarms that occurred in conjunctions with the leak. There were no leaks from the sampling port during priming, and there were no other issues leading up to the event. No visible defects were observed at the leak location. The operator tried tightening the sample port, but it continued to leak. To resolve the issue, they wrapped gauze around the end of the sampling port and the treatment was continued with the kit. Due to the events, the patient experienced approximately 50 ml of blood loss. The blood loss did not result in any serious patient injury or harm, and no medical intervention was required. The sample was not available to be returned for evaluation. A photo of the leak was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.